Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was approximately 1 and a half hours worth of continuous glucose monitor (cgm) data not displayed on the pump. Customer declined troubleshooting with tandem technical support. Reportedly, at the time of the report cgm data was being displayed. There was no reported impact to customer's blood glucose level.